Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the customer is having an issue switching therapy from a cardiosave to a cs300 intra-aortic balloon pump (iabp). Customer states they will be transporting the patient to another facility via ground transport and that their hospital policy states they must switch to a cs300 for transport. Customer also states that when switching to the cs300 an ¿autofill failure¿ alarm occurs. Customer verifies that there is no ¿extra¿ helium tubing attached to the circuit and that there are no visible signs of blood in the helium tubing. Instructed customer to check that the safety disk is securely locked in place and the drain and fill tubing ports are tightly connected. While troubleshooting the call drops, several attempts were made to reach customer and was unable to connect. After about 7-8 attempts and about 10 minutes was able to reconnect with customer. A different person answers and states they can troubleshoot further if necessary. Customer was asked to check the helium amount and states that the helium tank is open and showing ¼ tank of helium available. Customer states the cardiosave is running as expected with no issues. They do not have another cs300 in the hospital to use. Customer states there was no harm to the patient as therapy was never introduced by the cs300 in question. No patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 it was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "autofill failure". Actually here the (B)(6) calls from the ccl by stating that they are having an issue with switching therapy from a cardiosave to a cs300. He also stated that they will be transporting the patient to another facility via ground transport and that their hospital policy states that they must switch to a cs300 for transport due to the recall on the cardiosave. He also stated that when they are switching to the cs300 an "autofill failure" alarm occurs. He also verified that there is no "extra" helium tubing which is being attached to the circuit and also that there are no visible signs of blood in the helium tubing. I had then further checked that the safety disk is securely locked in place and the drain and fill tubing ports are tightly connected. As we were troubleshooting the call had been dropped. I had then called back several times and cannot connect. But after about 7-8 attempts and about 10 minutes I had finally get through again. This time (B)(6) had answered the phone and states that (B)(6) had to leave. He also stated that he can troubleshoot further if necessary. I had asked him to check the helium amount and he had stated that the helium tank is open and it is showing only 1/4 tank of helium is available. He had stated that the cardiosave is running as expected without any issues. They do not have another cs300 in the hospital to use. (B)(6) had stated no harm to the patient and he had gathered the sn# of the cs300 for documentation and for service to be performed. He also stated that he will get with a supervisor for direction of transporting this patient on the cardiosave, no other patient information is given as he does not feel it necessary as he was never introduced by the cs300 in question. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had noted the failure regarding "autofill failure". It was being found that the autofill luer fitting to be broken. Then the fse had replaced the pneu cmpnt m luer 1/16 tb white so, that after the replacement the device had passed all the functional and safety tests according to the factory specifications. The device was given to customer and cleared for customer use.